Event description:
It was reported that during a da vinci si myomectomy procedure, the surgical staff reported that the mega suturecut needle driver instrument failed to cut a suture. The instrument was removed and inspected. The surgical staff noted there were frayed cables near the distal end of the instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the grip cable was frayed at the distal idler pulley. The frayed strands were sticking out at the wrist. The other cables at the wrist were not damaged.